Event description:
The tpn catheter was being removed per hosp protocol. The catheter had been placed as a tunneled line. To loosen the cuff from tissue ingrowth, the catheter was pulled back and forth in the tunnel until the cuff is freed from the tissue. During this procedure. The catheter fractured proximal to the cuff. The remainder of the catheter was removed in radiology.